Manufacturer narrative:
Due to character limitation in e1: full event site name: (B)(6) hospital. Full event site address: (B)(6). Completion of our investigation.

Event description:
It was reported by customer before use that cs100 intra-aortic balloon pump (iabp) had device alarm battery failure on the national medical device adverse event monitoring information system and immediately stopped using the device. No patient involvement and no injury or harm reported.

Manufacturer narrative:
Updated fields: b4, e2, e3, g1, g3, g6, h2, h6 (investigation findings, investigation conclusion, type of investigation), h11. A getinge field service engineer (fse) stated the device was out of warranty and customer handled it on their own and revealed that it had been repaired.